Event description:
Left l5 denali screw fractured in an l3-l5 construct. The three right set screws were found to be loose during revision surgery. Time of initial surgery unknown. The manufacturer did not become aware of the facts surrounding the incident until (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The screw fracture was likely caused by bending fatigue. The placement of the screw fracture indicates that the screw was not driven fully into the bone, which could have contributed to the fracture. The set screws likely loosened after the screw fractured due to the compromised construct and the abrasions were caused by the motion in the construct.

Manufacturer narrative:
The left side l5 screw was broken mid shaft. During the revision surgery, it was discovered that all 3 set screws on the right had loosened. The broken pedicle screws was replaced with a 9.0 x 45 matrix screw and the others replaced with 7.0 mm screws. The explants were recently received by the manufacturer and the investigation is still underway. The broken screw has been sent to an independent laboratory for analysis. In the meantime, the parts were evaluated under microscope. There were marks on the rod contact surface of the set screws consistent with movement of the construct. Additional information has been requested from the surgeon, including x-rays and patient history. The manufacturing and inspection records were reviewed and there were no discrepancies.